Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A visual inspection and alarm log review identified an f-94 alarm. The customer reported condition, "does not function", was determined to by the f-94 alarm. This alarm was caused by a defective main battery. The main battery was replaced in order to fix the malfunction. The pump passed all tests and was returned to the customer in working order.

Event description:
It was reported that a flogard infusion pump "does not function." During evaluation it was determined to be a damaged battery. There was no patient involvement. Additional information was requested and is not available.